Event description:
A trilogy ev300 ventilator was returned to a third-party service center for evaluation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a system leak test. The technician recommended replacing the trilogy evo 3 way solenoid valve, proportional valve (aecm), system board and blower assembly to address the issue. Fco86600081follow-up repair to be handled by a philips authorized service provider.